Event description:
It was reported "nitinol wire broken in half prior to pull from sleeve".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire and one dilator were returned for evaluation. An initial visual observation showed the guidewire was returned in two segments. The nitinol core wire of the guidewire was observed to be broken approximately 6.6 cm distal to the proximal end. The core wire was observed to be curved leading up to the break site, especially on the proximal side of the break. Use residue was observed on the returned samples. A microscopic observation revealed the break sites in the core wire of the guidewire were mostly flat with uneven edges and a granular surface texture. The inner edge of the distal tip of the dilator was observed to be damaged. While the exact cause of the break in the guidewire could not be determined from the evidence observed on the returned samples, possible contributing factors include instrument damage, material fatigue, and embrittlement of the guidewire material. Reynosa evaluation complaint due to ¿nitinol wire broken in half¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopical visual performed at vad lab the following was concluded: the guidewire was found to be broken in two segments. Damage during the manufacturing process may be a potential root cause/contributor to the observed guidewire damage. However, no findings from the DHR review indicated a manufacturing/processing related event. Possible contributions factors: risks of damage during packaging, clinical procedure, handling or use etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of redx1891 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1891 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nitinol wire broken in half prior to pull from sleeve".